Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported touchscreen was not working correctly. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
G4: 15jan2020 b4: (B)(6). The field service engineer (fse) replaced the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.